Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing. (B)(4).

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 valve with 1cc of additional inflation volume, the delivery system balloon burst. The delivery system was successfully removed without injury to the patient. A second delivery system was prepped and the valve was post dilated successfully. Patient was doing well post procedure. The patient had mild native annular calcification. During device prep, the delivery system was successfully de-aired.

Manufacturer narrative:
Device manufacture date.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a longitudinal balloon burst that propagated to a partial radial burst. There was no missing pieces. Functional testing was no performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon wall thickness along the edge of the tear and was found to be within specification. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The inflation balloons are 100% inspected for dimensions. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During and after the balloon pleat, fold and forming process, the balloon is 100% visually inspected for balloon size. During final inspection, the inflation and crimp balloons are inspected. The commander delivery system was 100% leak tested. Additionally, the work order undergoes product verification testing as a requirement for lot release. All samples must pass pv testing for the lot to be released. In addition, the commander delivery system undergoes functional product verification testing, for physical defects, and balloon burst pressure fatigue. The samples passed the pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing issues that could have contributed to the reported event. A review of lot history revealed no additional complaints for ¿balloon ¿ burst¿. A review of complaint history from february 2018 to january 2019 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for ¿balloon ¿ burst¿. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the january 2019 control limit for all the trend categories. The IFU (commander delivery system IFU, ce), device preparation manual, and procedural training manual were reviewed for instructions involving commander preparation and procedures relating to the complaint event. Factors that may affect the thv deployment characteristics for balloon rupture: do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ burst¿ was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. Review of lot history, complaint history, and DHR revealed no indication a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to reported event. A review of IFU/training materials revealed no deficiencies. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edwards lifesciences technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported, the patient had a mild level of annular calcification. Also reported was the inflation balloon was inflated an extra 1 cc. This combination of calcification and inflation pressure can lead to a balloon burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Therefore, available information supports that patient and procedural factors (annular calcification; extra inflation volume) contributed to the reported complaint event. In this case, available information suggests that the reported event can be attributed to patient/procedural factors. No manufacturing nonconformities or labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the relevant trend category did not exceed the monthly trigger for action. As such, neither pra escalation nor corrective or preventive action is required.